Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right atrial (ra) lead had a sudden increase in impedance measurement from less than 500 ohms to more than 3000 ohms in one day. There was no capture at maximum output, either; however, the patient was not dependent with the device. No shocks were recorded in relation to the event. Boston scientific technical services (ts) discussed that the sudden increase of impedance measurement to more than 3000 ohms with no capture at maximum device output indicates that atrial lead issue had occurred. In addition, since the implant date was five years ago, the incident suggests a lead fracture. The daily measurements prior to the incidents suggested a stable measurement. However, there were stored noise artifacts on the atrial channel which resulted to inappropriate atrial tachy response (atr) episodes. The right ventricular (rv) channel was clean and no abnormalities were noted. The previous ventricular episodes from two months ago suggested normal sensing on both the right atrial (ra) and the rv channels with no noise and artifact present. The field representative discussed that an xray procedure was done. However, the result was not discussed by the physician and the device was reprogrammed instead. The ts confirmed that it was one of the options. However, additional reprogramming was discussed to maximize device functionality. No adverse patient effects were reported. The device and lead remain in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.